Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2006.

Event description:
It was reported that occasional atrial lead noise was observed on remote monitor transmission episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported the patient has been seen in clinic and the atrial oversensing was able to be reproduced with pocket manipulation and isometrics. The lead continues to remain in use and no interventions have been performed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.